Event description:
The customer observed lower than expected performance of the architect ca19-9xr controls when reagent lot 05809m500 was in use. The customer also generated five low patient results with reagent lot 05809m500 in comparison to reagent lot 08854m500. The customer provided the following example of discrepant results in u/ml: sid (B)(4) initial results with reagent lot 05809m500 = 56.75 and 63.05, respectively. Repeat testing with reagent lot 08851m500 generated results of 108.91 and 114.04 u/ml, respectively. There was no impact to patient management. Abbott field service was dispatched to the customer facility where replacement and calibration of the sample and reagent probes was performed. The instrument was working within specifications following service to the analyzer and replacement of reagent lot 05809m500 with reagent lot 08851m500. There was no impact to management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.